Manufacturer narrative:
(B)(4). Date sent 10/28/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? 2. Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? 3. Could you please identify the packaging (shipping box, primary packaging, box, pouch seal, or the plastic bag)? 4. Could you please clarify the type of damage found (broken, packaging was worn, bent, ragged, containing cut or slit, or appear ripped)? 5. Was sterility compromised as a result of the packaging damage? 6. Please provide a picture (if available) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unknown procedure there was a mcm30 package is open, not sterile. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/24/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned inside it's packaging opened with no damaged. Upon visual inspection, the seal area was inspected and evidence of being properly sealed was found in the package. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event as per conditions of the returned packaging. Although no packaging defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device lot 468d80 number, and no non-conformances were identified.